Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 5169140.

Event description:
It was reported that during the lead pull patient had mild erythema but no exudate present. The area was cleansed with chlora prep and dressing was placed.